Event description:
The patient reportedly had increased pain since they had an MRI on (B)(6) 2015. The MRI was performed because an inflammatory mass was suspected. The pump contained dilaudid, clonidine, and sufenta. Additional information was requested to determine the cause of the pain as well as the patient¿s outcome.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2015 (B)(6); product type catheter.

Event description:
Information was later received from a health care professional via a manufacturing representative indicating that 6 months prior to this event report date, the patient had a granuloma at the catheter tip which was identified via a computerized tomography (CT) scan. At the time, the drug was taken out of the pump and saline was put in the pump to allow time for the granuloma to resolve. Per the health care professional, the cause of the granuloma was not determined. The catheter was explanted and replaced on this event report date and the issue was resolved. Saline was left in the pump while the pump pocket heals and patient was to be started on drug after a couple of weeks. The patient status was noted as "alive - no injury".